Manufacturer narrative:
The device has not been received by the MFR. An eval has not been performed; therefore, a failure analysis is not available and the relationship between this device and the cause for this event is undetermined. A device history record review and product family complaint trend review are in progress; results will be provided in a follow-up medwatch report.

Event description:
It was reported to boston scientific corporation on sept. 6, 2007, that a wallflex biliary rx partially covered stent was used in a stent implantation procedure (pt age, gender, and weight unk) in 2007. According to the complainant, "the pt had an event of acute cholecysti(ti)s beginning.. 4 days post-procedure, with fever and abdominal pain. The pt was treated with medications (unk to date), and had a (percutaneous) cholecystotomy on (2007)". The pt was described by the complainant as "recovering" following the event.